Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unmedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Similar complaints search: a query was run in the electronic quality management system (eqms) on 12-feb-2026 against ¿lot number¿ criteria equal ¿5385461¿ and similar malfunction codes: infusion site leakage ¿ trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaint is 1. The complaint numbers are complaint (B)(4). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Corrective and preventive action (CAPA) determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5385461 was verified and it was found within specifications. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient has experienced infusion set leakage from the site on (B)(6) 2026.